Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that thedrawer was not detected on the bus. The field service engineer resested the row board cable and retractor band cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie drawer was not detected on the bus. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.